Event description:
Two staff members were transferring a resident from a wheelchair to a bed. At the moment when the legs of the lift were moving under the bed, the lift began to tilt to the side. As the lift continued to tilt and fall, the staff members guided resident over the bed and were able to prevent resident from hitting floor. No injuries for the resident were reported but a staff member sustained a sprained back, shoulder and chest.

Manufacturer narrative:
Further info will be provided upon conclusion of the MFR's investigation.